Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of birth - 1964. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "postoperative bone fracture and pain." Remains implanted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2014. Subsequently, the patient reported experiencing pain when lying on the left hip on (B)(6) 2015. The patient was treated with continued rehabilitation. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient experienced left hip pain when lying on the hip approximately fourteen (14) months post-implantation. The patient was treated with rehabilitation and no revision procedure has been reported to date.